Manufacturer narrative:
Mentor received additional information indicating the explantation date was on (B)(6) 2018, not on (B)(6) 2018 as reported on the initial report. (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the right side implant was intact upon explantation. The additional information also indicates the patient also experienced bilateral ptosis and that the baker grade for the reported capsular contracture on the left breast implant was IV, not iii as previously reported on the initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 375cc and experienced capsular contracture with baker grade iii on the left breast implant and deflation on the right breast implant. The deflation and capsular contracture were confirmed via mammogram. As a result, patient will undergo removal of the implants on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-06931 for contralateral prosthesis.